Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller 2.0 / (B)(4)/ model #: 1420 / expiration date: 2018-11-30 UDI #: (B)(4) mfg date: 2017-11-06 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had reported having momentarily experienced vad stop, electrical faults, and high watt alarms. It was also noted that the patient momentarily had a pump stop. The site had interrogated the driveline and noted that everything was functioning normally. The alarms could not be replicated. The site further noted that the patient had inadvertently caused double disconnects after showering. The controller has been exchanged and the ventricular assist device (vad) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrections: b3, h10: d4 additional products: d4: catalog #: 1420 / serial #: (B)(4), UDI #: (B)(4). This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction for section b5 product event summary: various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. The reported event was confirmed via review of log files which revealed multiple electrical fault alarms, vad stopped alarms were logged on 22jul2018. The first electrical fault alarm was logged at 12:50:35 on 22jul2018 due to a phase open on the rear stator, resulting in the pump running on a single stator. This likely triggered the subsequent high watt alarm, due to the increased power consumption required to run on a single stator. At 12:56:07, a vad stopped alarm was logged followed by an electrical fault alarm, indicating an open phase on both stators. At 12:56:42, a vad stopped alarm was logged indicating that the pump failed to restart after several attempts, which was followed by several more electrical faults, vad stopped alarms. Log file analysis also revealed several controller power-ups with their associated motor starts since 04jul2018. The controller was without power for an average of 1 minute and 7 seconds. As a result, the reported event was confirmed. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent di sconnection on both power sources. Based on the available information, a possible root cause of electrical fault alarm can be attributed, but not limited, to contamination by foreign material of the driveline connector or a marginal driveline connection. The most likely root cause of the vad stopped alarm can be attributed to failure of the pump to restart after several attempts. An internal investigation investigated failures of the pump to restart at the system level (interaction between the pump and peripheral devices). The likely contributing causes for failure to restart come from the presence of increased starting resistance in a very small number of implanted patients. This resistance is likely specific to the physiology of these patients, an area of limited access for further investigation. Therefore, no actionable root causes were identified. An internal investigation was initiated to capture events involving the controller losing power. Additional products: d4: serial or lot#: (B)(4). D10: yes, return date: 20-08-2018. H3: yes dev rtn to MFR? Yes .h5: no .h6: FDA method code(s): 10, 4112. H6: FDA results code(s): 213, 3213. H6: FDA conclusion code(s): 19, 4310, 4315. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient allegedly had a ventricular assist device (vad) stop, electrical faults, and high watt alarms. After interrogation of the driveline, it was noted that the device was functioning normally and the alarms could not be replicated. It was further reported that the patient had inadvertently caused double disconnects after showering. The controller has been exchanged and the vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.